Event description:
It was reported that post op from a lobectomy procedure, the pt was returned to surgery. It was reported that during the case everything was fine, the pt was sent to surgery post op due to the pt was coughing and the staple line opened. The pt lost 600 cc's of blood and required the surgeon to over sew the staple line to stop the bleeding. No transfusion was reported to have to be given to the pt; the pt is stable at this time.

Manufacturer narrative:
Info anticipated, but unavailable at this time.